Event description:
Customer's wife reports back to back testing on the same meter while using the aviva system with results of 235 mg/dl, 294 mg/dl and 146 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.